Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the touch screen is inaccurate along the lower portion of the display; touch screen calibration was performed at least twice with limited result; touch screen would drift after a couple of weeks in service and require recalibration. The customer reported there was patient involvement and no patient harm.